Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing and was determined to meet specifications. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. No issues were identified during the review of the service history and device history. The cause of the event could not be determined through the device evaluation. There was no failure or malfunction identified that could have caused or contributed to the patient passing away.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized one day prior to death for an unknown reason. It was not reported if pd therapy was ongoing at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.